Manufacturer narrative:
Received 2 unopened bardia rubber catheters. The reported event was unconfirmed. Per the visual inspection, the exterior of the samples were examined and did not find anything to contribute to the reported event. Per the dimensional evaluation, both samples were measured to be an 11 french. The specification is 12 french +/- 1 french, so the samples meet specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was smaller than usual.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was smaller than usual.